Manufacturer narrative:
Per the clinic, the patient also experienced extrusion of the implant and was placed under general anesthesia on november 02, 2023 for the skin flap surgery and explantation of the implanted device. Both procedures were performed during the same surgery. It was confirmed that the patient was treated with oral and topical antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on december 21, 2023.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) for wound dehiscence at the implant site, which exposed the implant, followed by an infection and skin necrosis. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The patient underwent a skin flap surgery to repair the area (specific date not reported). The device was explanted on (B)(6) 2023 and re-implantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 22, 2023.